Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was sent to the hospital due to a lead dislodgment. This lead was explanted and another lead was sucessfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.